Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac attempted several trouble-shooting options including re-seating the cables and checking the fan. However, those were all ultimately unsuccessful. The customer then noted that she can detect air blowing out of the back of the unit. At that time, tac informed the customer that the unit will need to be sent into the repair center. Customer declined the return materials authorization (RMA) at that time, claiming that another department would handle the return. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii xenon light source was overheating and displaying error code e101. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.